Event description:
The patient reported that he was not getting any symptom relief. He also stated that there was something wrong with his pump, because during the dye study (date not reported) "the dye never made it to the catheter". The type of medication, concentration, and daily dose being administered via the pump were not reported; the device registration system indicated morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.